Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Post market vigilance (pmv) led an evaluation of one signia powered handle for non-reportable conditions. The device was available for evaluation. Visual inspection noted no observed visual abnormalities. During the investigation a secondary condition of of damaged 44-pin cable was detected. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be related to the design. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. An analysis of the batteries noted an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The battery cell cid is an integrated design feature of the cell that opens and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. The cause of the observed open cid was determined to be from battery degradation. Device battery management enhancements are being evaluated to extend battery life and enhance battery health monitoring. Additionally, the investigation detected an unreported condition of a power handle error that has no relationship to the reported condition. Analysis of the returned product noted that the microsd card was corrupted. During initialization, the master control panel software showed error: handle, hw_error and sd_card_integrity messages, which are indicative of an sd card failure. The most likely cause for the additional condition is traced to a component failure. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. As a result, the system will fail safely prior to assembly with a clamshell or adapter and poses no patient safety risk. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during non preventive maintenance, while trying to upgrade the handle, handle is powering down about 35% into the software upgrade. The handle would also randomly display a blank screen after a period of time while fully charged. Handle was rebooted multiple times however reported issue did not resolve. There was no patient involvement. Medtronic's initial evaluation of the incident is that the rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board.